Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock from oversensing the interferences from the lvad. No changes were reported. There were no patient consequences.